Manufacturer narrative:
Event 12: this report has been identified as b. Braun medical internal report number (B)(4). Twenty two (22) samples without packaging were returned for evaluation. Pictures were also supplied by the customer. All samples were visually evaluated per specification and the visual inspection work instruction with failing results. Seventeen (17) samples were confirmed to have various degrees of damaged tips at 12-18 inches. Three (3) samples were found to have damage to the spike bevel at 12-18 inches. The photos match the defects observed on the samples. In an attempt to identify the origin of the tip damage, engineering test evaluated 300 parts from molding through assembly. Majority of the samples with damaged tips were found during the molding process. The returned samples were confirmed to be damaged at the tip or bevel of the transfer device. The house retains were visually evaluated per specification and visual wi with passing results. The spikes were also spiked on a vial and flow was confirmed. The house retains met specification. Visual inspection work instruction is being updated to include details on the bevel damage defect, as well as best practices to catch bevel damage during inspection after assembly. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility. Event 12. During incoming inspection, a transfer device was found to have a bent tip. No patient involvement.